Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as dog bite on (B)(6) 2018. The customer blood glucose level was 400 mg/dl, 440 mg/dl and 498 mg/dl at the time of incident and the current blood glucose level was 298 mg/dl. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as shivering. Customer reports they contacted their health care professional regarding the high blood glucose. Customer was able to pass high pressure test. Customer's outcome pertaining to the complaint. The device will not be returned for analysis.